Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 8/18/2021 h.6. Investigation: a device history record review was completed for provided lot number 2012013. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a shelf carton of eclipse needles was returned for evaluation by our quality engineer team. Twenty of the needles were selected for a thorough examination. The needles were assembled to a bd emerald syringe and liquid was able to be drawn up with no signs of leakage or defect. Based on the investigation results, an exact cause could not be determined for this reported incident. H3 other text : see h.10

Event description:
It was reported that 1900 bd eclipse¿ needles with smartslip¿ technology were blocked/clogged. The following information was provided by the initial reporter, translated from german to english: "we have received complaints from our customers that the eclipse safety cannulas are not permeable.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1900 bd eclipse¿ needles with smartslip¿ technology were blocked/clogged. The following information was provided by the initial reporter, translated from german to english: "we have received complaints from our customers that the eclipse safety cannulas are not permeable."